Event description:
Received info stating that due to a ventilator malfunction, pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction and replaced the inspiratory module pcb and the inspiratory cable. The unit passed extended self-testing.